Manufacturer narrative:
This report is being amended to reflect changes. The stem and a ceramic head are returned assembled. The stem was found to meet print specifications where measured. Damage is seen on the neck and porous coating, which is likely from removal efforts. The manufacturing documentation was reviewed and found to be in accordance with zimmer quality procedures at the time of manufacture, with no anomalies, ncrs or deviations. The device was used for treatment. Product compatibility could not be confirmed. No additional complaints have been received from the manufacturing lot of the femoral stem. With the information provided, a definitive root cause cannot be stated, however it is not suspected that the device failed to meet specifications.

Event description:
It is reported the patient was revised due to a fracture of the trochanter minor.

Manufacturer narrative:
This report will be amended when our investigation is complete.